Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 17-nov-2022, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a previously implanted 25 mm non-medtronic surgical aortic valve (sav), the transcatheter valve was able to cross the previously implanted sav without issue. The valve was attempted to be deployed twice, but was recaptured each time as the valve was deep, at an approximate depth of 10 mm. It was reported that the patient¿s pressure dropped during the attempted valve deployment. The valve was attempted to be deployed a third time, however was recaptured as it dislodged. The implanting team determined that the valve may have been constrained and was having difficulties sitting into the previously implanted sav. Techniques were used such as rapid pacing, however the valve and delivery catheter system (dcs) (0010342748) were removed from the patient due to the lack on control during deployment. A smaller, 26 mm transcatheter valve was loaded onto a new dcs (0010459819). This valve and dcs were advanced around the thoracic arch, however would not cross the sav. Wire manipulation was attempted along with a non-medtronic (lunderquist) extra stiff wire, as well as pulling the dcs into the ascending aorta and rotating the dcs, however all were unsuccessful at advancing past the previous sav. It was also reported that the patient had tortuous anatomy. The patient's pressures were reported to have been fairly low throughout the entire procedure. The valve and dcs were removed from the patient and a 26 mm non-medtronic (edwards) transcatheter valve was implanted without issues. As the patient woke from the general anesthesia, it was reported the patient had difficulty gripping and was disoriented. A scan revealed a stroke has occurred. It was reported that the patient had gaze deviation and significant residual dysphagia requiring g-tube placement and supplemental tube feedings. The implanting team was unable to identify exactly at which point the stroke occurred. Per the physician, the advancing and positioning of the dcs contributed to the stroke and cause of the stroke was embolic. No treatment was prescribed for the stroke. The patient was taken to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the patient presented with tortuous anatomy. This indicates that the probable cause of the dislodgement was patient anatomy. However, with the limited information available, an assignable root cause could not be determined and a relationship to the delivery catheter system (dcs) could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the dcs cannot be established. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was noted that the patient presented with tortuous anatomy. This indicates that the probable cause of the dislodgement was patient anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuousity, etc.). In this case, it was reported that tortuous anatomy prevented the dcs from crossing the surgical aortic valve. This indicates the probable cause of the advancement issues was patient anatomy. However, without procedural images and l imited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Stroke is a known potential adverse effect per device IFU. Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. No angiographic records were submitted for review. Without procedural images and limited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Updated data: method code, results code and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.